Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported tissue damage could not be determined in this event; however, recurrent mitral regurgitation (mr) was due to tissue damage. The reported patient effects of recurrent mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to capture tissue damage and recurrent mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+. Two clips were successfully implanted, reducing mr to a grade of 2-3. On (B)(6) 2020, the patient returned to the hospital and echocardiography showed that mr had increased to a grade of 3+ and the xtr clip (90206u233) had perforated the posterior leaflet. It was noted that the clip remained stable on both leaflets. To treat the increased mr, an additional mitraclip procedure was performed. One clip was successfully implanted, reducing mr to a grade of 1+. Also, an amplatzer vascular plug was implanted to close the perforation on the posterior leaflet. There was no clinically significant delay in the procedure. No additional information was provided.